Manufacturer narrative:
Regant lot 878021 had an expiration date of 31-mar-2026. For 1 event: 1. Summary of investigation results: patient samples have been received for investigation. The investigation is ongoing. 2. Summary of follow up/corrective actions taken: investigation is ongoing. For 2 events: 1. Summary of investigation results: the investigation is ongoing. 2. Summary of follow up/corrective actions taken: the investigation is ongoing. For all 3 events: 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.

Event description:
1. Describe the event: there was an allegation of a questionable elecsys tsh result or: 2 patients from the cobas e 411 analyzer (rack system). 1 patient sample on a cobas e 411 analyzer (rack system). 1 patient on a cobas e 411 analyzer (disk system). 2. Patient age range: asku. 3. Patient weight range: asku. 4. Patient sex breakdown: 2-female, 2-asku. 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.